Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the pt was infected at the battery site. The pt was experiencing drainage and pus at the pocket site. The physician also noted that there was a hole in the pocket site where the device was visible. The physician explanted the pt and prescribed oral antibiotics.